Manufacturer narrative:
Follow-up #1: date of submission 01/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/30/2015 with the following findings: the black box shows evidence of short battery life. "Por" events and battery alarms observed in the black box on (B)(6) 2015. The battery cap was not returned. All testing performed with a test battery cap. The pump powers with test battery cap. Battery cap is unable to fully tighten. Battery compartment cracks observed in thread area and below grip pad. Evidence of moisture contamination was found inside the battery compartment. Current draws fails due to moisture contamination inside battery compartment. Leak test shows leak at battery compartment crack. Investigators removed pump case and no evidence of additional moisture inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.